Event description:
Spontaneous communication. Patient's father called in to report pump may have an issue with short circuit and that new batteries aren't helping or not lasting long. (B)(6) was made aware and counseled pt father on next steps. 1. Did the reported product fault occur while in use with the patient? Yes. 2. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? No. 3. Is the actual device available for investigation? Yes. 4. Did we replace the device? Yes. 5. Did the patient have a backup device they were able to switch to? No. No additional information available. Reported to (B)(6) by: patient/caregiver.